Manufacturer narrative:
H6: investigation summary the actual sample is unavailable for investigation. Photo is provided for verification where is shown that the middle side of the container was perforated by the needle. According to the device history record review, during the manufacturing process no issues were reported for damages bases (wall thickness out of spec) for the lot number reported under this complaint (1299947). A review of the ncmr¿s was performed; the results exhibit no issue reported for the same part number and issue throughout the last twelve months. Based on this investigation and information provided, customer issue description is that the needle was inside but poked through the sharp container and that the staff did not have a needle stick injury and no physical damage was observed. 1. Awareness as a part of containment action an awareness was provided to associates to alert about the complaint and all information received for this investigation. 2. Current molding process assessment current molding process was visited by involved, molded part was reviewed; the manufacturing instructions for molding - assembly process was reviewed and compared with the current practices made by the operator and was found that process is followed as is described in the manufacturing instructions, also it was reported that molds are currently in good conditions rulering out that containers might be getting damaged during the manufacture process. In addition, a quality inspection is performed by quality personnel based on an aql sampling plan such inspections includes visual appearance, dimensional and functional characteristics. Based on the lot number provided, within the device history record, the inspection records for the base of this product (mold 1013b) were reviewed and we confirmed that the results obtained for the wall thickness meet the customer's specification (= 0.052 in), indicating that the manufacturing process of the product of this lot (1299947) was manufactured according to the specification. During the process it was not found any kind of risk that may produce an injury or malfunction in product due flashes, warpage, incorrect assemblies. Top, lid and bases are assembled to assess their functionally. Additionally, as part of the manufacturing process, a product IFU (instructions for use) is included in each box to explain how to properly use product and also mentions safety tips in order to prevent accidents. However, if the method established within the IFU is not followed as intended then it will not function correctly or may injuries occur, additionally, on the product label mentions safely tips. Root cause ¿ unknown, based on information provided by user (no physical samples), the root cause can¿t be determined, according to our process and non-conforming material system records, this kind of failure has not been detected on manufacturing process throughout last twelve months. Potential root cause (sample is needed to confirm issue) ¿ misuse (full capacity of collector was exceeded) ¿ functional failure conclusion based on this investigation, there is not enough information provided from customer like physical sample to determine the root cause of this issue, however, with available information, the following observations were made: a) there are not functional failures in the last five lots manufactured for the same part number notified under this complaint. B) based on lot number, this product was manufactured on october 27, 2021 and as per customer verbatim, they have been using this container for a while. C) IFU it¿s clear on use instructions to avoid injuries. D) all collectors have glued on front side a product label with safety tips. If additional information or samples can be provided then, a new investigation path will be initiated to determine the root cause of this issue.

Event description:
It was reported while using bd yellow 13.2 liter sharps container sharps protruded through the container. There was no report of patient impact. The following information was provided by the initial reporter: the needle was inside but poked through the sharp container, was trying to take the meds cup near to the sharp the needle was hidden on the sharp where the sticker outside of sharps and poked on the side of the hand. (B)(6) received additional information from complainant. The staff did not have a needle stick injury. The just brushed pass the needle. There was no physical damage observed to the sharps collector.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: na. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd yellow 13.2 liter sharps container sharps protruded through the container. There was no report of patient impact. The following information was provided by the initial reporter: the needle was inside but poked through the sharp container, was trying to take the meds cup near to the sharp the needle was hidden on the sharp where the sticker outside of sharps and poked on the side of the hand. 09-jun-2023 - received additional information from complainant. The staff did not have a needle stick injury. The just brushed pass the needle. There was no physical damage observed to the sharps collector.